Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation confirmed that gel was leaking from the front therapy electrode. The electrode belt's ECG acquisition and pulse delivery circuitry was fully functional. The root cause for the leaking gel was excessive force on the therapy electrode. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's electrode belt was leaking gel and the patient had developed a rash under the front therapy electrode. The patient was prescribed betaval cream for the irritation. During a follow-up the patient reported that the rash was improving.